Event description:
It was reported that a pt underwent a gynecological procedure in (B) (6) 2008. During the procedure, the device was not cutting and was making a loud grinding noise. Another device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Blade does not cut. Conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.